Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The account communicated that the patient had lactate dehydrogenase levels above 1700 units per liter and dark urine. The submitted log file contained events spanning from (B)(6) 2024 . A total of (B)(4) low flow alarms were captured from (B)(6)2024 to. No other notable alarms or unusual events were captured, and the pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) outlines potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii lvas. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for patient with lactate dehydrogenase (ldh) greater than 1700 and dark urine. The log file captured intermittent low flow events between (B)(6) 2024 at 17:15 and (B)(6) 2024 at 17:15. The pump parameters appeared to recover to the baseline range near the file end.

Manufacturer narrative:
Section b1 and b5: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported event cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The account communicated that the patient had lactate dehydrogenase levels above (B)(4) units per liter and dark urine. The submitted log file contained events spanning from 15may2024 to 19jun2024. A total of 111 low flow alarms were captured from 15jun2024 to 17jun2024. No other notable alarms or unusual events were captured, and the pump appeared to have been operating as intended at the fixed speed. The log file did not appear indicative of device thrombus. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) (rev. C) outlines potential adverse events, including hemolysis and thrombus, that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review with concern for pump thrombus. The patient had elevated lactate dehydrogenase (ldh) greater than 1700 u/l and dark urine. The log file captured intermittent low flow events between 15jun2024 at 17:15 and 15jun2024 at 17:15. The pump parameters appeared to recover to the baseline range near the file end.